Event description:
It was reported that the patient had a scab form at the ipg pocket site and experienced burning and heating sensation in pocket during battery charging. The physician replaced the device with a new device. The facility kept the device. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.